Event description:
Reference number (B)(4) event occurred in the united states it was reported that patient faced infusion set kinked cannula event which caused occlusion. Event occurred after three hours of insertion. Insertion site was at abdomen. Patient changed soft cannula infusion set only and resumed insulin. Company do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.